Event description:
Follow-up revealed the patient's ipg was explanted and replaced (with a different model). Therapy was restored post-op.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's ipg has been unable to successfully communicate with their charging system. As a result, the patient has lost stimulation. Weight gain by the patient is a possible reason, but has not been confirmed. The patient will undergo surgical intervention on a later date.